Event description:
A power source alert was reported by the caller, but there was no adverse impact on the customer's blood glucose level. The caller had been using the tandem charging cable and wall adaptor when the alert occurred. After trying various troubleshooting steps, including leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump successfully began charging, and no further assistance was required.